Event description:
The customer called to report that he was hospitalized with a low blood glucose reading of 18 mg/dl. The customer had been experiencing low blood glucose levels for the past two months. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume was correct. The insulin pump was not exposed to high magnetic fields. The customer was no longer comfortable with this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.